Event description:
It was reported that the right ventricular (rv) lead was surgically abandoned due to high shock impedances. The lead was replaced successfully. No additional adverse patient effects were reported.